Event description:
It was reported that the generator exhibited an error code 5 during a lap cholecystecomy. The handpiece was replaced and the case was completed successfully with no patient consequence.